Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely due to an infection at the implant site, leading to an extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user currently has a staphylococcus infection which could not be resolved following hospital admittance and intravenous antibiotics. The infection was first seen on the (B)(6)2020 and the electrode was also seen extruding at this time. Explantation was performed on (B)(6).

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a staphylococcus infection which could not be resolved following hospital admittance and intravenous antibiotics. Explantation was performed on the (B)(6).